Event description:
It was reported that cadd legacy pump alarmed with no disposable, pump won't run. Assisted patient to silence alarm and reviewed pump settings. Verified medication and patient appointment at 1:30 to have pump removed. Instructed patient to power pump off, clamp tubing, and remove cassette. Patient states air bubbles are present in tubing of cassette. Instructed patient to massage tubing and gently tap cassette on hard surface. Reattached cassette, unclamped tubing, powered on pump, and attempted restart. Confirmed medication delivery with run screen. No patient injury reported.

Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation.

Manufacturer narrative:
Event problem and evaluation codes: updates not required., corrected data: d4: correction: catalog number: 21-6500-00 d4: correction: model number: 6500.